Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(4) which did not confirm> similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 06/06/201. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) > was performed which confirmed that this device was not> involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported "alarm - error codes / messages". No further information is available. No patient involvement.

Event description:
The customer reported "alarm - error codes / messages". No further information is available. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they did recalibration pressure and rate pass. A review of the device history record showed the device had a manufacture date of 06/06/201. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to alarm - error codes / messages of the failed preventive maintenance there were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.